Event description:
It was reported that a patient presented to clinic for follow up, the pacemaker was found to be in backup vvi mode. The pacemaker was reprogrammed back to normal or original setting. The patient was stable throughout.